Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the bolus calculator did not provide an accurate calculation. The patient reported receiving the field safety notice (fsn) and believed they experienced the described issue, prior to being aware of the notice.